Event description:
Customer's wife reported that the insulin pump was returning multiple no delivery alarms over several weeks leading up to the call. Caller reported that changing the set did not correct the issue. Blood glucose level was 290 mg/dl at the time of the call. Customer treated with a manual injection. Customer began but did not complete the troubleshooting process. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.